Event description:
Female patient presented to the office today for the evaluation of progressive urinary urgency. She is status post interstim placement for sacral nerve modulation five years ago and revised the following year. She was last seen earlier this year, at which time her battery life was 0-13% and 0 months. At this point, she states that her urinary urgency has progressed in severity although she still feels some stimulation from the device. Op report: preoperative diagnosis: she has an interstim implant that is not working any more. She is here for revision. Postoperative diagnosis: removal of the interstim battery and replacement with a new one. Procedures performed: removal of interstim implant and replacement of battery. Anesthesia: mac + local. Details of procedure: patient was placed in prone position with pillows under her legs and the abdomen and then she was prepped and draped in standard aseptic fashion. 2: lidocaine solution was injected over the previous scar over the interstim implant. An incision was mad along the previous scar and deepened in line to the implant. The implant was slowly eased out and the wire disengaged. Each electrodes were tested for location of patient sensation, visualization of bellows and planter flexion of the great toe. After satisfactory positioning was confirmed, , the lead was inserted into the header of the interstim neurostimulator until the blue tip was visualized at the distal window. The single set screw was tightened. The neurostimulator was placed into the subcutaneous pocket with the etched identification side placed upwards. The programming head was placed over the implanted neurostimulator in a sterile cover to ensure adequate lead connection and the parameters were within normal limits. Impedence's were confirmed to be within normal limits, greater than 50 and less than 4,000. The closure of the incisions was performed in two layers after washing the wound with bacitracin solution, the deeor layer with 3/0 vicryl and the skin with subcuticular 4/0 monocryl suture. Patient tolerated the procedure well. Blood loss was minima. Transferred to recovery in stable condition. Plan: will see her in office in 1-2 weeks. Manufacturer response for interstim ii, interstim ii (per site reporter). No battery life is detected on interstim check, confirmed with the medtronic representative, over the telephone.